Event description:
A customer reported experiencing a low blood glucose level, with the lowest recorded value being 52 mg/dl. Cause was not known. The customer consumed glucose tablets to address the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.